Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient on (B)(6) 2019. They reported that the controller would go blank when they were in the process of charging. They could not identify any factors or circumstances that could have caused the ins to last only 3.5 days and they noted that they left the levels the same and were running it 24/7. They hadn't taken any steps to resolve the ins only lasting 3.5 days, but had moved the levels up for more help. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller screen was blank. The patient removed and reinserted the battery pack and the issue was resolved. The patient said that they were told the ins would last around 5 days between recharges with constant use. The patient noticed that it lasted only 3.5 days. It was reviewed that recharge intervals are based on settings and usage. The patient was directed to follow up with the hcp. No symptoms or further complications were reported.